Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the reported battery communication error message. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed battery communication error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported the reported battery communication error message (alarm 182). Review of the device data logs and performance testing confirmed the occurrence of a battery communication error message (alarm 182) and also revealed the occurrence of an error related to a battery charger fault (system fault 180). The internal battery and main circuit board were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was poor soldering. Sf180 was a by-product of the battery communication error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed battery communication error message. There was no patient injury reported as a result of this incident.